Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective upgrade procedure, the pulse generator exhibited loss of output after electrocautery exposure. The device was explanted and replaced. The patient was in good condition.